Manufacturer narrative:
This complaint was involved with three devices. Device 1 is being reported under MDR 2247858-2019-00057. Device 2 is being reported under MDR 2247858-2019-00058. Device 3 is being reported under MDR 2247858-2019-00059.

Event description:
"On (B)(6) 2019, terumo aortic reached out to dr. (B)(6) office to obtain patient information missing from the implant form returned from the hospital (B)(6). The administrative assistant, confirmed that the patient is deceased. (B)(6) also stated that there is no date in the system documenting when the patient expired. Email received on (B)(6) 2019 from (B)(6), the case was performed (B)(6) 2019. Patient had an open procedure in conjunction (prior to delivery of our device later in day). Total arch reconstruction from ascending to descending thoracic aorta 9 hour procedure. Multiple co morbidities including previous arch repair with aortic valve contained rupture of transverse arch discovered peri operatively (not shown on CT nor symptomatic). This addressed during surgery with completion of total arch repair. No issues with delivery of our device or device performance peri operative or post operative. Patient alive at time of completion of surgery and I believe expired 1-2 weeks post surgery with no d.o.d. Known on my end. Patient expiration was not known to me until you let me know this week". Patient outcome: "patient expired."